Event description:
This report is to advise of an event observed during analysis confirming that the printed circuit board capacitors on the cardiomems patient electronics unit appeared to have thermal damage and were melted. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
One cardiomems patient electronic system was received for evaluation. Visual inspection of returned material revealed thermal damage to four of the printed circuit board capacitors. No software malfunctions or anomalies were observed. No spark or burnt smell was observed. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no manufacturing non-conformances were identified that are related to the reported event.